Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the front casters are worn, and the rear wheels are balding and some of the spokes are broken on each wheel.